Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml exactamix eva tpn bags had leaked after being filled with an unspecified solution. There was no patient involvement. No additional information is available.